Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction 'untight or defective pressure sensor board/assembly or untight or defective autozero valve' led to an inoperable ventilator. The root cause of the ventilator was a malfunction of the pressure sensor assembly. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.

Event description:
Unit went into safety mode during ventilation on a patient. Unit was replaced with and avea ventilator.

Event description:
Unit went into safety mode during ventilation on a patient. Unit was replaced with and avea ventilator.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. It was stated by complainant "unit went into safety mode during ventilation on a patient. Unit was replaced with and avea ventilator. Customer is asking for a detailed report on the error codes. Please treat this cer and high priority." Stated in the complaint that the patient,user or third party was harmed. Despite repeated attempts by the vigilance department to obtain information from the customer concerning the harm caused to the patient the hospital did not reply. The safety mode will run for a specific period of time but if it is not recognized by the medical staff the ventilation will be insufficient for the patient. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient if it were to reoccur.